Event description:
It was reported (5) hdh05 were used during a lap cholecystectomy. It was reported by rep that the surgeon had five different hooks give solid tones. The hooks were re-tightened and changed to complete the case. There was no consequence to the pt.